Manufacturer narrative:
During the requested site visit, the field service engineer (fse) determined the main power supply, processing module (part number a-30103383-01) was the issue. The condenser of the part burst causing the loud noise and smoke observed by the customer. The main power supply, processing module was replaced which resolved the issue. Return testing was not completed as returns were not available. The alinity ci series operations manual contains adequate information for troubleshooting the observed issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the part. A review of the alinity I processing module, serial number (B)(4), service history, revealed no additional issues of loud noises and smoke being reported. No non-conformances or potential nonconformances were identified for the main power supply, processing module. Trending review did not identify any trends for the main power supply, processing module. A product monitoring review of the alinity I platform found no trends with regards to the current issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The loud noise and smoke observed was limited to the main power supply, processing module and the smoke did not spread to other parts of the analyzer. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(4), or the main power supply, processing module (part number a-30103383-01) was identified.

Event description:
The customer reported a loud noise and visible smoke coming from the alinity I processing module and then the analyzer stopped. There was no fire seen. There was no impact to patient management, user safety, or facility damage reported.